Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that his infusion sets detached from the tubing and this issue occurred with five sets. The site location was left side of the stomach and the pump was located on the right side in relation to the site. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.